Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the system will not boot. Analysis of system log files identified a malfunction with the system interface board (sib) and the onsite troubleshooting found the network switch for internal communication was not powered up that caused the malfunctioning of the sib and the system failed to start. After replacing the network switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up and stuck at 00:00. The device was not in clinical use at the time of the event. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and replaced the network switch. The system was returned to use in good working order.